Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Caller reported that as a result, insulin pump received a button error alarm and the esc button was not responding. Customer's blood glucose was 337 mg/dl. Caller was advised that insulin pump would need to be replaced.